Event description:
An optometrist reported a pt with severe keratitis after soaking her lenses for two days in this solution. The optometrist reported the pt's condition is improving with treatment. Add'l info was received from the optometrist who reported the diagnosis was toxic keratopathy which has resolved with treatment (with an unspecified medication). She reported the pt discontinued use of the product and contact lenses temporarily. In her opinion, it is unk if the device caused/contributed to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on (B)(6) 2012 by fax and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).